Event description:
It was reported that the patient presented with a free perforation with extravasation in the left main/left anterior descending arteries. A 4.5x19mm and 4x19mm rx graftmaster covered stents were deployed at 16 atmospheres (atm) and 15 atm, but failed to seal the perforation. Type of medical intervention was not specified. There were no reported adverse patient sequelae. Subsequent to the initially filed MDR report, the account confirmed that the 4x19mm rx graftmaster was first implanted but failed to seal the perforation. There were no deployment issues with the stent and it did not exacerbate the perforation. Then a 4.5x19mm rx graftmaster stent was deployed and ultimately sealed the perforation. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. D9, h3: device status changed from returning to not returned.

Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The additional rx graftmaster referenced is filed under a separate medwatch report number.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the left main/left anterior descending arteries. A 4.5x19mm and 4x19mm rx graftmaster covered stents were deployed at 16 atmospheres (atm) and 15 atm, but failed to seal the perforation. Type of medical intervention was not specified. There were no reported adverse patient sequelae. No additional information was provided.